Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed, the implantable cardioverter defibrillator exhibited oversensing due to crosstalk; it was suspected that the crosstalk could be due to electro-magnetic interference ¿ emi caused by the patient¿s left ventricular assist device ¿ lvad. Programming changes were performed. The patient was in stable condition.